Manufacturer narrative:
(B)(4). The assignable root cause was determined to be incorrect solvent application during assembly by the operator. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the tubing was separated at the y-junction. Therefore, the reported condition was confirmed. A definitive root cause has not yet been identified. A batch review could not be performed as the lot number was not provided.

Event description:
A customer reported to baxter (B)(4) an interlink three lead extension set in which the tubing separated from the base while attached to a patient's central line during an infusion. There were no reports of patient injury, medical intervention, or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.